Event description:
The customer stated that he had received low blood glucose readings of 20mg/dl and 36mg/dl. The contact ran a control test and got a result if 15mg/dl. While troubleshooting, normal control test results were 26,69 and 23mg/dl. The control range is 87/117mg/dl. The customer did not allege any adverse events as a result of the low readings. The strips are to be returned for evaluation and replacement strips will be sent.